Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date, a getinge field service engineer (fse) was dispatched, tested the iabp, and observed in the fault log a "leak in iab circuit" on the day of the reported event. The fse performed all leak tests and the iabp passed to specifications. The fse was unable to duplicate the reported failure and the iabp passed all functional and safety tests per factory specifications. The fse returned the iabp back to the customer and cleared it for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was not working properly. This event occurred while the iabp was in use on a patient. No adverse event has been reported.